Event description:
Customer called to report a hospitalization due to high blood glucose. The customer stated the high blood glucose was cause by a bent cannula. Customer also has pneumonia. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.